Manufacturer narrative:
Additional information-clinical investigation: it is unknown if there is a temporal relationship between the patient¿s umbilical hernia and any fresenius products as no information has been received dedicated to the event. The instance of the umbilical hernia and the diagnoses of hypertensive chronic kidney disease with stage 5 chronic kidney disease or end stage renal disease were on the same date. There has been no allegation against any fresenius products and the event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
During review of medical information, it was reported that a peritoneal dialysis (pd) patient experienced an umbilical hernia without obstruction or gangrene at the same time the patient was diagnosed with hypertensive chronic kidney disease (ckd) with stage 5 end stage renal disease (esrd). No further information has been made available at this time.